Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The device was not returned. The reported event could not be verified. Based on the evaluation, device malfunction was nonverifiable. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable events or corrective actions for the reported events or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR and complaint history review could not be performed since the lot/item numbers were not provided. Functional testing could not be performed since the product was not returned. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: no device, lot or item number available.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
It is reported that patient was referred to retrieve a stuck unknown healing collar. Doctor was able to reverse healing collar most of the way and then it snapped leaving a portion of the threaded portion inside the implant in site # 29 (universal). Doctor believes he was able to retrieve the rest of the broken healing collar from the implant but when he tried to place a different healing collar in the implant, he was unable to get it to fully seat. It was approximately two thread short, and he left the new healing collar in place to hold tissue back. Doctor is requesting a rethreading tool to fix damaged threads of implant.